Event description:
The customer called to report that the insulin pump was submerged in water, and now the display is blank. Troubleshooting was performed, and the display remained blank. Nothing further was reported.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics and motor.